Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2218500, model: sc-2218-50, serial: (B)(6), batch: 5030707. Product family: scs-ipg-r-MRI, upn: m365sc12320, model: sc-1232, serial: (B)(6), batch: 529768.

Event description:
It was reported that the patient experienced inadequate and rib stimulation due to high impedances on the lead. It was also noted that the patient was frequently charging the ipg. The patient underwent an explant procedure.